Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made for device analysis. The patient is scheduled for a device replacement. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made for device analysis. The patient is scheduled for a device replacement. This device remains in service. No adverse patient effects were reported. Additional information was received which reported that this device was explanted and returned for analysis. No additional adverse patient effects were reported.